Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
Account alleges that an impress catheter tip broke off inside a patient. Catheter was inserted over the wire and advanced into the kidney. Wire was removed and they noticed the black tip of the catheter was no longer on the end of catheter. Catheter tip was removed via snare and used another catheter and proceeded without incident. No patient harm.

Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.